Event description:
The hcp reported, that the patient fell while playing ping pong and subsequently experienced new lower back pain with muscle spasms and numbness (location was not provided). The patient was seen for follow-up at the ER on the same day; the device was reprogrammed and she was treated with ultram pain medication (concentration and dose were not provided). X-ray exam of the lumbosacral spine in 2008, revealed lumbar alignment had been maintained and there was no evidence of spondylolisthesis; the lead tips had not been imaged. Additional x-ray exam of the thoracic spine the next month, had confirmed the two lead tips were present within the posterior aspect of the central canal at the level of t8 to t9. There was no fracture or subluxation of the vertebra. The patient was referred to the surgeon for follow-up and the outcome was reported as a non-serious injury. The patient contacted the company on 02/07/2008, to report problems while trying to recharge the system. During a recharging attempt all the expected coupling bars would not display. The patient could only obtain 2-3 bars, by bending forward and pressing into the implanted ins. She indicated that she had fallen down the previous month and she had also recently lost weight. No symptoms were reported. The field staff was notified; the patient was redirected to contact the hcp and the representative would check the system and the recharger unit. Refer MFR report # 6000153-2008-01576.

Manufacturer narrative:
.